Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator had to be explanted after the pt's coworker brushed his car up against her back as a joke. Additional info has been requested but was not available as of the date of this report.